Event description:
It was reported the system had a control panel error message resulting in a lock up situation in which the customer rebooted to recover. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.